Event description:
It was reported that there was loss of light (image) during a procedure. Please note, the procedure was completed successfully.

Manufacturer narrative:
The investigation was previously closed based on product not received; however, the product has now been physically received at stryker endoscopy, USA and the investigation has been re-opened. Investigation as follows is now based on product received. Alleged failure: the customer reported that they had used the light source all day and then during a case the light source just switched off. The surgeon lost visibility, surgeon had to de-gown, a new stack had to be brought into the case and there was surgical delay of 20 minutes. No adverse events or injuries as a result the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be a light cable with a bad reed switch. No problem found with the light source. No light cable was returned for investigation. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light (image) during a procedure. Please note, the procedure was completed successfully.